Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for two samples from the same patient tested with the elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer. No erroneous results were reported outside of the laboratory. The first sample initially resulted as 0.924 miu/ml. On (B)(6) 2018, the reagent pack was replaced and the assay calibrated. The sample was repeated resulting as 1711 miu/ml accompanied by a data flag. The 1711 miu/ml value was believed to be correct. The sample was repeated a second time resulting as 1727 miu/ml accompanied by a data flag. The sample was then diluted 1:50 and repeated a third time resulting as 1613 miu/ml accompanied by a data flag. The sample was repeated on fourth time resulting as 1597 miu/ml. On (B)(6) 2018, the second sample initially resulted as 0.792 miu/ml. After the reagent pack was replaced and assay calibrated, the sample was repeated, resulting as 3209 miu/ml accompanied by a data flag. The sample was repeated a second time resulting as 3300 miu/ml accompanied by a data flag. The sample was then diluted 1:50 and repeated a third time resulting as 3256 miu/ml accompanied by a data flag. No adverse events were alleged to have occurred with the patient. The hcgb reagent lot number was 24044400, with an expiration date of 31-aug-2018. The customer stated that the issue was resolved after replacement of the reagent pack. The provided calibration data is slightly lower than expected based on historical data. One control level was outside of range on the day of the event. A second control level was within range on the day of the event. Upon review of the alarm trace, there were multiple alarms indicating that cleaning maintenance was recommended on the day of the event. The investigation was unable to find a definitive root cause.